Manufacturer narrative:
Product complaint # pc- (B)(4). Component code: (B)(4). Additional information was requested, and the following was obtained: please provide the lot number: lot #: pcm277. Investigation summary: one opened box with thirty-two packets of product code j385h was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damage was observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a cherry eye repair procedure on (B)(6) 2022 and suture was used. Upon inspection at an unknown time post-operatively, it was found that the suture had broken. There were no patient consequences reported. Additional information was requested.